Manufacturer narrative:
(B)(4). A service history review was performed and revealed the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of an infuso.r. Pump with a broken battery door was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a bard mini-infuser pump with a condition of "battery door brown and needs over all check since will not stay closed." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.